Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 05/31/2016 with the following results. Confirmed the display is dim and pink. Unrelated to the complaint, the battery compartment crack above and below grip pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.